Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite hand control overheated during the procedure. The procedure was completed with a backup hand control. No delay was noted and no patient or staff was injured as a result.

Manufacturer narrative:
During a visual and functional inspection corrosion was observed on the cable assembly connection and gearbox fork assembly, making it impossible to remove the motor and gearbox for further assessment. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. A review of the device history record was performed which confirmed no inconsistencies.